Event description:
Device malfunction: difficult to remove device. Time of malfunction: during vessel closure. Symptoms/ae: surgical arterial repair. It was reported that a physician, trained in the use of the starclose device, attempted right common femoral arteriotomy closure after a diagnostic procedure. Clip deployment was reportedly routine but, the device was difficult to remove. The device was manually removed using counter traction. Bleeding occurred and manual compression was held for 25 minutes without success. The patient underwent surgical circumferential arterial repair and achievable of hemostasis. The patient was discharged to home without adverse sequela. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.